Event description:
Pump reported as "not delivering full infusion amount and display empty." This early end of syringe alarm condition resulted in underinfusion. This condition was found during biomed testing and there were no reported in use pt issues with the device.